Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the force feedback mega suturecut needle driver was cracked at the tip. The procedure was completed as planned with no reported injury. The reported issue was identified while the instrument was being placed through the trocar during a liver resection procedure. It is unknown when the instrument damage occurred. The reporter informed that is it unknown whether or not the crack at the tip of the instrument resulted in a fragment, but there was no fragment reported by the staff. The procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The force feedback mega suturecut needle driver was analyzed by failure analysis. The instrument had 5 of 6 uses remaining. The root cause of the reported issue was related to user misuse. Visual inspection confirmed the user complaint that there was a crack in main tube overmolded extension, which can occur due to mishandling or scenarios where excessive force is applied to the instrument. Visual inspection of the instrument also showed that what was originally identified as a frayed grip cable was not actually frayed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Further investigation confirmed additional observations. The instrument housing was removed for visual inspection, and it was found that the rfid retainer and identification board were dislodged from their normal position. The identification board and rfid retainer were found loosely inside the housing. A dislodged identification board can result in instrument recognition failures as it prevents the data from being accessed by the system during installation. The root cause of the dislodged rfid and resulting recognition failure is likely due to the rfid retainer component not being fully seated during the manufacturing process, which caused it to become dislodged during handling or transit.

Event description:
Refer to h11 for follow-up information.